Manufacturer narrative:
A patient experiencing ineffective stimulation due to high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined

Event description:
It was reported patient's leads had high impedances on all contacts. Patient underwent surgical intervention on (B)(6) 2026 wherein the leads were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's lumbar leads had impedances on all contacts. Patient lost effective therapy was as a result. Surgical intervention may be pending to address the issue.